Manufacturer narrative:
The investigation for the hemolysis event was completed. The pump was returned for evaluation. The inside of the pump was visually inspected with a borescope. No sharp edges, broken blades, or biomaterial were observed. The catheter was cut in the field so no hemolysis test could be performed. "Impella position unknown" alarms were observed in the data logs through out the case. These alarms lasted less than a minute. No other evidence of the pump out of the position was observed with the logs. Flows were within specification and no suction alarms were triggered. The clinical report specified repositioning did not resolve the issue. No evidence of biomaterial was found. The root cause of the hemolysis was most likely the patient condition because no abnormalities found in the pump. The instructions for use as it relates to the occurrence of hemolysis states the following: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. It also states that ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was that the patient experienced hemolysis during impella support. The pump was repositioned in an attempt to troubleshoot the issue but the condition initially remained. Impella support continued, however, the pump was ultimately explanted.